Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(6), implanted: (B)(6) 2016, product type: lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the manufacturer representative reported that the patient had not used the implant in a long time so it was dead. It was reviewed with the patient¿s family how to get the battery charged up and the issue was resolved.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that a patient with a pain stimulation implantable pulse generator (ipg) was in the hospital and required a magnetic resonance imaging (MRI) scan. The implant needed to be in MRI mode, but the patient had lost their controller, preventing this adjustment. The patient had experienced a fall, resulting in a broken and nonfunctioning lead. A doctor attempted to repair the lead but encountered a blockage and decided not to extend the surgery to avoid further compromising the patient. Consequently, the implant was not functioning, and the patient was advised to turn it off rather than undergo surgical removal. It was noted that the patient was no longer qualified to use the stimulator. No patient complications have been reported as a result of this event. Agent sent email to local mdt reps to call patient rep. Manufacturer representative replied and noted they would reach out to the patient.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Section d references the main component of the system. Other medical products in use during the event include: brand name vectris surescan; product ID 977a260 (serial: (B)(6)); product type: 0200-lead; implant date (B)(6) 2016; explant date. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.